Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: during investigation, a review of the pump¿s black box showed multiple call service (cs054) alarms had occurred. The pump powered on with auditory and vibration functions, but the display screen was blank. Unrelated to the blank screen issue, during investigation the pump software was reloaded and the pump was able to power on and display the verify screen. However, the display screen was found to be discolored. The pump was opened and no damage was found to the display flex/connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.